Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. The reported event of failure to capture was not confirmed. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was report that the patient presented post implant procedure with the right atrial (ra) lead exhibiting failure to capture. Upon x-ray imaging, it was observed that the ra lead was dislodged. The ra lead was explanted and replaced. The patient was stable.